Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas during a transgastric fluid collection drainage procedure performed on (B)(6) 2024. During the procedure, the first flange was deployed but then the handle broke. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas during a transgastric fluid collection drainage procedure performed on (B)(6) 2024. During the procedure, the first flange was deployed but then the handle broke. The stent was removed from the patient partially deployed and another axios stent was used to complete the procedure. There were no patient complications as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to provide the suspect device lot number. Therefore, the manufacture and expiration dates are unknown. Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h10: an axios stent and delivery system were received for analysis. Visual examination of the returned device found the stent fully covered by the outer sheath and undeployed. The monopolar plug was detached and was not returned. Functional inspection was performed, the catheter was unlocked by moving the catheter lock by sliding it to the right, then the catheter control hub was moved up and down. The catheter passed through the luer without resistance. Also, the stent hub was move down to the second and fourth position. The stent was able to be deployed without problem. No problems were noted to the stent and delivery system. Taking all available information into consideration, the investigation concluded that the observed damage of monopolar plug detached was likely due to factors encountered during the procedure. It may be that lesion characteristics, handling of the device and the technique used by the physician (force applied), limited the performance of the device and contributed to the observed damage. The reported event of stent partially deployed cannot be confirmed as the stent was received fully covered by the outer sheath and undeployed; therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent partially deployed is noted within the manufacturer's labeling as a known possible adverse event related to the use of the device.